Event description:
The customer reported loss of c-arm motorization. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motor control unit circuit board was reportedly defective. No other repair info is available.